Event description:
Patient had a left total hip arthroplasty on (B)(6) 2013, patient was draining large amounts of blood and was painful, patient was brought back to surgery to remove implants. Doctor suspected infection.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. No medical records were made available for evaluation. The source of the infection could not be determined as patient information, clinical history, and results of blood work for infection were not provided. Infection is a known possible adverse outcome of surgery, as noted in the instructions for use. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10-6 in accordance to applicable iso standards. When the sterile barrier of any device is opened, the sterility of that device becomes a function of handling and surgical technique and is beyond stryker¿s control. Infection due to bacterial contamination, as supplied from the manufacturer, is an extremely rare event. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. The reported event regarding suspected infection involving a trident 0 degree insert was not confirmed.

Manufacturer narrative:
The following other hip devices were also listed in this report: trident hemispherical cluster hole shell, cat# 502-11-52e, lot# 42795701. Delta v-40 ceramic head 36/+5, cat# 6570-0-236, lot# 42971001. Size 3 accolade ii 127 deg,k cat# 6721-0330, lot# 42015905. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Patient had a left total hip arthroplasty on (B)(6) 2013, patient was draining large amounts of blood and was painful, patient was brought back to surgery to remove implants. Doctor suspected infection.